Event description:
After the first injection of the orthovisc, 45 minutes later, the pt developed a rash, throat and tongue swelling. She went to the rr and was treated with 74 mg of predisone. Her rash and swelling diminished.

Manufacturer narrative:
The device was not available to be returned.